Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the product. Satisfactory results were observed. The pt's sample was not returned to ocd for further eval.